Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the unit was able to power on, however, the measurement was intermittent due to a cracked flex cable between the module halves. The x-ray image confirmed that the crack extends to the copper traces in the flex cable. A stable measurement was acquired intermittently. Rarely and intermittently a measurement was displayed with erratic waveforms. The instability worsened with manipulation of the flex cable. Erratic waveforms are due to the cracked flex cable making intermittent connection. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
It was reported that the spo2 readings was sometimes 85%. Also, the unit is powering off by itself during measurement. Additional information received indicated that the doctor placed the device on the patient and the value was reading at 85%. Then, the device was placed on the nurse and the value was 85%. A masimo representative went onsite and was unable to confirm the reported issue. The unit worked properly at the time. No known impact or consequence to patient.